Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported postoperative vitritis with a decrease in vision following an intraocular lens (iol) implant procedure. The patient was treated with oral steroids. The lens remains implanted.